Event description:
It was reported that balloon rupture occurred. The target lesion was located in the fistulae. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced to dilate the lesion. However, when the device was inflated with the used of encore 26 inflation device, the balloon would not inflate even after several attempts. The device was removed from the patient's body and it was noticed that there was a hole near the tip of the balloon. The procedure was completed with another of the same device. No patient complications reported and the patient was fine.